Event description:
On (B)(6) 2018, sam's club pharmacy reported that several patients had complained that when placing the pen needle on the insulin pen, they're having to use a lot of pressure. Customers also tried to prime, but it seems the pen needle has some kind of blockage.